Manufacturer narrative:
Concomitant medical products - collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens device evaluation: returned product evaluation found no lens in box. Visual inspection found no lens returned for evaluation. Work order search: one similar claim was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter stated that a cq2015a, +18.5 diopter, three piece collamer lens was implanted and explanted during the same surgery due to a nick in the optic. The nick occurred during the loading process due to the user not using the optimal type of forceps for this type of lens. The reporter stated this was the first time the user was performing a procedure for this type of lens. There was no enlargement of the incision and no sutures needed.